Event description:
Per independent repair center statement, the irc5po2v concentrator was alarming (red light). The key failure was the valve operator on the 4-way valve is worn and shifting incorrectly.